Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had fluid drainage at the ipg site. It was also reported, the patient is diabetic. As a precaution, the patient was prescribed oral antibiotics. Follow-up revealed the patient met with the physician on (B)(6) 2013 and the patient met with the physician on (B)(6) 2013 and the incision is healing properly. The patient will follow-up with the physician again as the next course of action.